Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during primary orif (t2) for right femoral shaft fracture, the t2 strike plate was fitted to the target device and inserted whilst striking with a hammer. As the t2 strike plate was not seated correctly when struck, the threaded connection point on the device became stripped."